Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0uwgd, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). The initial MDR was filed as mfg. Report # 3007566237-2015-01538. Additional information received clarified that the correct manufacturing site was site #3004209178.

Event description:
Additional information reported that the patient had a loss of therapeutic effect from their implantable neurostimulator (ins) therapy. The patient stated that they had a return of their symptoms and in the past week prior to report they had been having accidents. They were also not able to make it to the bathroom on time. It was further stated by the patient that they could only feel the stimulation when they were sitting on "the potty when she is trying to pee". The patient was able to increase the stimulation on program 4 from 3.4 to 3.9. The patient noted that their doctor did not know a lot about the device. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had urgency that was so bad on (B)(6) 2015, tuesday night, that she couldn¿t make it to the bathroom and had 2 accidents. The patient was implanted on tuesday ((B)(6) 2015). On (B)(6) 2015 the patient still had urgency at night but was able to make it to the bathroom. On (B)(6) 2015 the patient felt real shaky and the tip of her tongue felt like it was electrocuted. The patient¿s insides felt quivery. The patient adjusted her stimulation to 3.5v which was too high so she decreased it to 3.4 and it felt better. The patient had the same lack of therapeutic effect with bladder issues and wetting on (B)(6) 2015. The patient felt like the programming was wrong and was recommended to see her health care provider (hcp). Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).